Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during a case using the cranial map software, the registration was inaccurate when the surgeons were transnasal.

Event description:
It was reported that during a case using the cranial map software, the registration was inaccurate when the surgeons were transnasal.